Event description:
The customer reported that a device shut off after it had been infusing in the nicu. At 1940, it was discovered the device, which had been infusing neonatal venous nutrition (nvn), was completely shut off. From reviewing records, the customer was able to determine the fluids had stopped infusing at 1810. The nurse then went to flush the line, and was unable to do so which resulted in the licensed independent practitioner taking down the infusion line and flushing the patient's PICC line. Tubing was changed and the infusion was restarted. The device alarmed occlusion shortly thereafter, but the infusion was able to be restarted. No further occlusions or issues were experienced after the "setup" was changed out. The customer reports that no further information is available. There's no report of patient harm.

Manufacturer narrative:
Concomitant medical products: PICC line although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation. Patient was an infant.

Event description:
The customer reported that a device shut off after it had been infusing in the nicu. At 1940, it was discovered the device, which had been infusing neonatal venous nutrition (nvn), was completely shut off. From reviewing records, the customer was able to determine the fluids had stopped infusing at 1810. The nurse then went to flush the line, and was unable to do so which resulted in the licensed independent practitioner taking down the infusion line and flushing the patient's PICC line. Tubing was changed and the infusion was restarted. The device alarmed occlusion shortly thereafter, but the infusion was able to be restarted. No further occlusions or issues were experienced after the "setup" was changed out. The customer reports that no further information is available. There's no report of patient harm.